Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 26 mg/dl and a loss of consciousness; cause was unknown. Reportedly, customer required assistance from emergency medical technicians to treat bg via glucagon. The customer was instructed to consult with healthcare provider regarding bg level.